Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1581 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1581 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and embedded device ("this implant migrated from the lumen of the oviduct to facilitate easy visualization through the serosal surface.") In a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of normal delivery (live child), overweight, pelvic pain, perianal pain, leiomyoma and adenomyosis. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion medically important) and embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, salpingectomy, cystoscopy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device and pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.99 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus, cervix, bilateral fallopian tubes with essure coils, hysterectomy with bilateral salpingectomy: cervix with nabothian cysts. Inactive endometrium with no evidence of hyperplasia. Myometrium with focal adenomyosis and small leiomyoma. Bilateral fallopian tubes with essure coils. Negative for malignancy. Material(s) submitted: 1: uterus, cervix, bilateral fallopian tubes with essure coils clinical history: excessive and frequent menstruation with regular cycle, pelvic and perianal pain. Gross description : the right and left fimbriated fallopian tubes measure 7x0.9 cm. And 5.5 x 1 cm, respectively. Both tubes are surfaced by tan-purple serosa. Sectioning of the fallopian tubes shows a pink-tan cut surface with a pinpoint lumen. Both tubes are remarkable for a metallic wire, consistent with an essure coil located at the distal end of the fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical device removal was updated to embedded device, reporters, patient information, medical history, lab data, drug removal date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.